Manufacturer narrative:
The pcba was returned to the manufacturer for analysis. Analysis found that when the power board was installed in an imaging system, the system readied, charged and communicated normally. Imaging was successful. No fault found.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. Two parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system booted into stand alone mode. Following a shutdown of both the mobile view station (mvs) and image acquisition system (ias), the mvs booted and was beeping and not displaying information on the monitor. Booting both systems independently did not resolve the issue. No patient present.